Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that when doing injection run the 9800 system screen turns black on its own during a case. Also, the save button on the hand control is not functioning properly. No pt injury was reported.